Event description:
Patient in for laparascopic total hysterectomy with robotic assistance. During assessment on first post-op day noted bruises bilaterally on ankles - patient states she thinks this is due to scd's. Scd's removed by patient early this morning.